Event description:
The user received a tsh value of 0.005 uiu per ml from e module serial number (B)(4). The sample was rerun on e module serial number (B)(4) and recovered a value of 0.012 uiu per ml which was reported. The sample was run on a third e module which verified the result of 0.012 uiu per ml. The user had no info about the pt as this site is a large reference lab. The field service rep could not find a problem. To verify the analyzer performance, he ran all cell checks and tsh samples.